Event description:
The customer stated his contour next link was defective. He had run a blood glucose test on the meter and received a reading of 592mg/dl. He was taken to the emergency room at the hospital where his reading was over 700mg/dl. The customer was unconscious and given at least three units of insulin but cannot recall any other treatment. He was admitted to the hospital for three days. The test strip information was not provided but the customer is expected to return the strips for evaluation. New test strips and meter were sent to him.